Manufacturer narrative:
The gantry motion controller was analyzed and the complaint could not be confirmed. They installed the motion control gantry in o-arm system (B)(4). The system initialized after motion calibration was successful. Motion, generator, communication and charging readied; 2d and 3d images were successful. No failure was found. Method/result/conclusion codes are applicable to the product analysis on the gantry motion control and the system check-out. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: , serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Evaluation of the logs found errors related to the gantry motion controller. The gantry motion controller was replaced. The system then passed the system checkout and was found to be fully functional. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the door would not open. It was noted that a reboot of the system fixed the issue. There was no patient involvement.